Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During the procedure and after pulmonary vein isolation (pvi) was completed, mitral isthmus (miabl) was conducted. Then decreased blood pressure was confirmed, and cardiac tamponade was confirmed by soundstar (ss). Pericardiocentesis was then performed. The patient's condition was stable with drainage. The clinical course was good thereafter. The physician's opinion on the relationship between the event and the product was that there was no strange feeling about the product. Additional information was received on the event. The patient outcome of the adverse event was improved. Ablation was performed prior to the cardiac tamponade. The event occurred during the ablation phase. No error messages were observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of this adverse event was there was no product issue related to biosense webster, inc. Product. The physician commented that the cause of cardiac tamponade was unknown and there was no specific point in mind. The soundstar catheter was used for sound merge and temporally removed from the patient's body during the ablation. It was inserted again due to decreased blood pressure and pericardial effusion was confirmed. The patient required extended hospitalization because of the adverse event. It was extended two days just in case. There was no significant medical history. The generator used was a smartablate generator. A transseptal puncture was performed with a c map needle (cn-71-ex, century medical, inc.). There was no evidence of a steam pop. Miabl means ablation for mitral line. The irrigated catheter was used in the event and the flow setting was high flow rate setting: 8 ml/min up to 30 w, 15 ml/min = 31 w. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at range 4mm time 3 sec fot over 1g 25% tag size 2mm with no additional filter used with the visitag and the color options were used prospectively was ai 380 to 450.